Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the driver (rhd2.5) disengaged from the implant. Another implant was placed during the same procedure. Tooth location 4.

Manufacturer narrative:
One tsv implant was returned for evaluation. The subject driver was not returned for evaluation. A device lot number for the driver was not provided. Therefore, a device history review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 7-01/16). Insertion procedures: step 1 ¿ record the data for each implant placed: remove the implant outer vial from the box. Locate the patient record labels, indicating product description and lot number, and adhere to the patient¿s chart. Step 2 ¿ open the outer vial: twist the cap on the outer vial to break the seal, and remove the cap. Step 3 ¿ remove the inner vial: pour the sterile inner vial containing the implant onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial to lock in place. Step 4 ¿ remove the implant from the inner vial: place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: the stainless steel gemlock retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] into the top of the fixture mount/transfer prior to rotating the implant to place. A motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. Step 5 ¿ initiate the implant into the osteotomy: carry the implant to the receptor site by its fixture mount/transfer and initiate the implant into the prepared osteotomy. Step 6 ¿ complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent implant surgical manual #5161. Step 7 ¿ prepare the implant for healing: locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Since the subject driver was not returned, the implant was functionally tested with a rhd2.5 driver that was available in the lab. The implant did engage and disengage properly from the rhd2.5 driver used for functional testing purposes. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following section has been corrected: d10. The following sections have been updated: b4, g4, g7, h2, h6, h10.